Event description:
It was reported that a shaft break occurred. A 3.00 x 16 mm promus premier select was advanced, but due to the angle and calcification of the lesion, the stent failed to cross the lesion. The shaft broke and the device was removed. The procedure was completed with another promus and full patency was achieved. No patient complications reported.